Manufacturer narrative:
(B)(4). Expiration date: unknown as lot # is unknown. MFR date: unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter would not initially release from deployment hook. They had to wiggle and jiggle the device to release. This caused the filters to tilt on deployment. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: investigation is solely based on description of event, since no product was returned and no imaging was provided. Given the limited information, it would be inappropriate to speculate on what may or may not have led to the reported event. It is noted that the patient did not require any additional procedures due to this occurrence. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". Filter tilt may happen during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter would not initially release from deployment hook. They had to wiggle and jiggle the device to release. This caused the filters to tilt on deployment. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.